Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-06005, related manufacturer reference number: 1627487-2023-06007. It was reported that the patient¿s left t12 lead had high impedances and left l1 lead was fractured. Surgical intervention took place on (B)(6) 2023 wherein both t12 leads were explanted and replaced. The right t12 lead had to be explanted and replaced because the physician pulled it out of place while trying to remove the fractured lead. Additionally, the fractured left l1 lead was snipped shorter, but not explanted completely, as it was stuck surrounding scar tissue. A new l1 lead was implanted in its place. Therapy was restored post procedure. Investigation was unable to determine which l1 lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7424461.